Event description:
It was reported that during the device change-out procedure, the physician noted "insulation abnormalities" on the right ventricular lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor was distorted and fractured (overstress.) There was blood/body fluid on the outer tubing overlay; the outer tubing was kinked/buckled. The outer tubing overlay melted and had environmental stress cracking (esc) breach/breach (non-electrical.) The outer insulation was torn, had a white substance and cosmetic depression. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead had apparent explant damage.